Manufacturer narrative:
The pth reagent lot number was 00260500. The investigation determined that the customer was not performing the instrument maintenance and pinch valve tubing replacement at an interval that was according to specifications. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
(B)(4).

Event description:
The customer received discrepant elecsys pth stat immunoassay (pth) results for 2 patient samples on the cobas e 411 immunoassay analyzer. For patient 1 the initial pth result was 14.80 pg/ml accompanied with a data flag and was reported outside of the laboratory. The sample was repeated on another e 411 with a pth result of 51.14 pg/ml. For patient 2 the initial pth result was 14.34 pg/ml accompanied with a data flag and was not reported outside of the laboratory. The sample was repeated on another e 411 with a pth result of 36.89 pg/ml. Repeat testing on the other e 411 with serial number (B)(4) was considered to be correct. There was no adverse event. The pth reagent lot number and expiration date was requested but not provided. The field service engineer (fse) found a defective measuring cell and a defective liquid level detection (lld) board. The fse replaced the measuring cell and lld boards. The fse performed measuring cell preparation maintenance, adjusted high voltage, and deleted calibration data. The fse performed a blank cell calibration and performance testing that was successful. The customer ran calibration and qc that were acceptable.